Event description:
A customer in (B)(6) reported receiving insufficient dilution avidity with igm positive results while using the vidas toxo igg test.

Manufacturer narrative:
A customer from the (B)(6) reported to biomérieux a problem with discoloration of test eluates for several whole blood extractions in association with nuclisens® lysis buffer. An investigation was conducted. The investigation confirmed the customer issue. The eluate becomes colored because of the presence of hemoglobin in blood samples. The presence of hemoglobin can cause the inhibition of downstream applications (pcr, rt pcr, nasba etc.), resulting in uninterpretable test results. If an internal control is used, as it is recommended for molecular tests, it would be inhibited thereby invalidating the test. If the internal control would not be inhibited or not used at all, the tests run with colored eluates could potentially result in false negative results. The root cause of the coloration has been confirmed to be linked to a non-conforming ph value for batch 16092902. It has been measured at 6.9 instead of 7.1 +/ -0.1 as per product specification. The origin of the ph non-conformity has been identified and additional tests and precautions have been already put in place to avoid this issue in the future. The investigation confirmed that no other lots of nuclisens® lysis buffer (ref 200292), or any other nuclisens® extraction reagent available in the field, have been impacted by the same ph non-conformance. The ph issue was also checked for an impact on other matrices, even if the inhibition is due to the hemoglobin. Dry blood spot (containing hemoglobin) and stools were tested which confirmed the issue can happen for the dry blood spot but not for the stools. The investigation confirmed the customer complaint and corrective and preventative actions are being implemented into the manufacturing process. A field safety corrective action was issued as fsca 3337- nuclisens lysis buf.

Manufacturer narrative:
A customer in france reported receiving insufficient dilution avidity with igm positive results while using the vidas® toxo igg test (UDI (B)(4)). An internal biomérieux investigation was performed. The customer reported a linearity issue with the kit vidas® toxo igg ii lot 1004194900/160526-0, which did not allow them to perform the avidity assay with determination of dilution as indicated in the package insert vidas® toxo igg avidity. The customer's sample showed a high rate in toxo igm. As indicated in the package insert: "samples with high anti-toxoplasma igm titers may affect dilution test results." The linearity issue was reproduced with the customer's sample, on the in-house kit toxo ii lot 1004194900/160526-0. The sample was confirmed as positive in txm. Dilutions for this sample gave similar values on different vidas® systems, tested in manual (vidas® pc and vidas® 3) or in automatic mode (vidas®3). The sample interpretation was still positive, but for this sample, it was difficult to perform the correct dilution (to have a titer at 15 ui) in order to perform the test with vidas® toxo igg avidity. The problem encountered by the customer is associated with CAPA pr # (B)(4) vidas® txgii kit ref. 30210: "important percentage of test for wrong dilution". Further investigation continued in another CAPA pr (B)(4). This CAPA concluded the degradation of the titles of the positive samples was partly linked to the reduction in the dynamics of the curve, which is not explained (in terms of manufacturing/control process). This phenomenon prevents the application of the product master curve because its current equation is no longer suitable. Proposed actions are to return to the systematic use of the specific curve with new titles for points of range.

Manufacturer narrative:
As advised by cdrh emdr on 14aug2017, "send a correction supplement 3002769706-2016-00026-2 changing follow-up 1 back to the data from the initial report."

Event description:
A customer in (B)(6)e reported receiving insufficient dilution avidity with igm positive results while using the vidas® toxo igg test.